Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that there was damage to the drive support cap. The blood glucose reading was 58 mg/dl in the morning, and the customer believed that he had given himself too much insulin. He advised that he had eaten and felt okay. He noted that he had dropped the insulin pump and observed that the drive support cap was raised. He stated that he did not press on the drive support cap very hard, but he stated that he did touch it while still connected to the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.